Event description:
It was reported the catheter was inserted in an unk insertion site and date is unk. This event occurred in the pt's room. A leak was found between the juncture hub and the distal lumen. The catheter was removed on (B)(6) 2011. There is no further details available from the hospital.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.